Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the patient's right ventricular lead was post paced t-wave oversensing. No intervention was performed. The patient was stable throughout.